Event description:
In accordance with 21 cfr 803.22 (b)(2)1 we are notifying you that on (B)(6) 2014 a patient reported that 3 months ago the cannula of the quickset infusion set was bent resulting in hyperglycemia of 600 mg/dl and treatment at the hospital. The quickset infusion set mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).